Event description:
It was reported that when disconnecting the non-baxter syringe from the clave, the clave becomes dislodged from the line of a one-link connector IV set. This occurred during infusion. There was no report of patient injury and medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A baxter representative visited the site and determined that the issue was due to use error; the staff was retrained on the proper technique. Should additional relevant information become available, a supplemental report will be submitted.